Event description:
A home patient contacted baxter's technical service center regarding a hole in the patient line. Reportedly, the patient's dog bit through the patient line. Baxter's technical service assisted the patient in ending therapy. The home patient completed therapy by setting up with new supplies. The home patient was treated prophylactically with intraperitoneal antibiotics, as well as having her transfer set replaced. There was no patient injury associated with this report per the home patient.

Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient in addition to referring them to their patient at-home guide for further details.